Manufacturer narrative:
Due to character restriction, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cs100 intra-aortic balloon pump (iabp) failed battery test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked the device and the quote had been sent to the client. Once the client accepts the quote, we can coordinate the team for intervention. The estimate had been sent to the client and is valid for three months. The intervention is closed because the client does not accept the estimate. In future if we receive any repair information will reopen and update the investigation